Event description:
Manufacturer's investigative unit reported one thin vertical solid line appearing in the left of the aviva combo meter screen. No adverse event reported. The device was returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.